Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the tlc55 fired once fine. When reloaded, the device locked out (jammed). There was no consequence to the pt.